Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the distal tip of endocatch broke off when removing the instrument from the pt. The ring split open and a black piece fell off into the sterile field.

Manufacturer narrative:
(B)(4).